Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.

Event description:
Shortly after the pacemaker involved in this MDR was implanted, sensing failure was observed at the atrial level. It was initially observed in bipolar configuration, but it was also present in unipolar configuration and in different pacing modes (aai, ddi or ddd mode). Therefore a re-intervention was performed: the atrial lead was found properly connected and lead measurements with a psa (pacing system analyser) were satisfactory. A new pacemaker was connected to that lead and proper operation was confirmed. It should be noted that: prior to the initial implantation, the patient was connected to a temporary backup external pacemaker; spontaneous sinus rhythm at 70 bpm was confirmed at that time. Therefore there was competition between the patient sinus rhythm and the pacemaker basic rate at implantation.